Event description:
While using the infant star 950 on a 25 wk 500 g pt in hfv mode, on several occasions over a several hr period the device would stop delivering hfv breaths and would deliver a continuous flow of gas. The physicians and therapists did not see any changes in the visual indicators or displays but could hear the constant flow of gas and could see the pt's chest rise. Device settings at time were mode: hfv, rate: 15hz, mean: 9, amp: 9. The device was removed and replaced with another unit with no apparent harm to the pt. A star sync was attached to the ventilator but was not in use. Both devices will be returned for investigation.